Event description:
Complaint was reported as: the cuff would not deflate during pre-testing. No report of pt injury.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the investigation are not available at the time of this report. The DHR (device history record) review was conducted on the reported lot number. The DHR investigation did not shows issues related to the complaint.